Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger, product ID: 97754, serial# (B)(4). Product type: recharger. Device(s) are: product ID: 37761, serial/lot #: (B)(4). Product ID: 97754, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for js on 10/17/18 information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Friend/family member reported the scs was a ¿boon for pain management" for the patient. On sunday morning, they saw the charge for your recharger battery screen (recharger battery is insufficient), so they plugged the recharger (insr) into the wall, but it would not charge up. They tried another outlet, but it did not resolve the issue. On monday morning the whole insr unit was blank and had been blank for 24-hours. It was reported that there was a storm on saturday night, that caused a power surge and the power went out. They were concerned they had affected the insr. It was reported that the patient¿s ins hadn't been recharged due to the issues w/the insr. It was reported that the connector pin "jiggles a tiny bit". Family member confirmed that the white arrows were matching up when they plugged the pin into the insr. It was later reported that when they received the replacement it did not resolve the issue of the insr not charging/insr blank screen. The patient was reportedly in pain since their last charge was on (B)(6) 2018. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight was obtained.